Manufacturer narrative:
Device remains implanted. If the device or additional information is received it will be reported on a supplemental report. (B)(4): device remains implanted.

Event description:
It was reported that on (B)(6) 2006 patient had fracture of the left hip, surgeon put in stryker plate, screws and cables to fix fracture. On (B)(6) 2008, surgeon revised patient with a left total hip replacement due to nonunion at the fracture site and implanted accolade stem, liner, cup and head.

Manufacturer narrative:
Evaluation summary: the reported event that there was a non-union resulting on a revision surgery could be confirmed since the provided op and clinical reports permit to confirm the event. The labeling was reviewed with the current op technique and the IFU and clearly specified particularly that bone stock compromised by disease, infection or prior implantation that can¿t provide adequate support and/or fixation of the devices is a contraindication for implantation of such a device. Moreover, the provided op and clinical reports read that the patient has hypophosphatemia with resulting osteomalacia and has developed significant bone problems as a result. ¿she is developing gross increased deformity through a prior fracturing of the femur and now with loss of internal fixation.¿ clearly her bone is remarkably abnormal, but despite that, her bone did appear to have healed into the titanium surfaces on both sides of the joint bilaterally. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Based on the investigation, this case could be classified as user related. The failure was due to the implantation of a device with in contraindicated circumstances. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that on (B)(6) 2006 patient had fracture of the left hip, surgeon put in stryker plate, screws and cables to fix fracture. On (B)(6) 2008, surgeon revised patient with a left total hip replacement due to nonunion at the fracture site and implanted accolade stem, liner, cup and head.